Event description:
It is alleged that during a nephrectomy the cautery instrument began to arc. It was reported that the surgeon continued with the procedure and there were no adverse effects to the pt.